Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was inserted and deployed from the right side, and a contralateral leg component (plc201000j/13722661) was then implanted. Intra-procedure angiography revealed no issue to the patient, and the procedure was concluded. Approximately five hours after the procedure was completed, an imaging revealed a suspected thrombosis of the contralateral leg component, causing no blood flow to the left leg. On the same day, an emergent femoral-femoral artery bypass procedure was performed, and blood flow to the left leg was recovered. It was reported that the abdominal aorta was very narrow, and the contralateral leg component might have been crushed by the ipsilateral leg.